Event description:
It was reported that during a roux-en-y gastric bypass procedure, while creating the stomach pouch, he used the device with a blue reload. Three reloads were fired correctly while the forth one was stuck and it was almost impossible to open it in order to take another step. The device was replaced with a new gun and again, two reloads were fired correctly and the third one was stuck again. The same situation repeated and the doctor asked for a third like device. A third like was used to complete the procedure. The case was delayed by twenty-five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and pinion axle support were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).